Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they turned their therapy off for hip replacement surgery and then turned it back on afterwards but then they didn't feel anything and it wasn't helping them anymore. It was helping them before the surgery. The patient said they synced up with their equipment the day prior and determined therapy was on. The agent reviewed therapy optimization information, stim sensation information and offered to assist the patient if they wanted to make an adjustment but the patient declined. They were redirected to their doctor. The patient mentioned unrelated medical history. This included that the patient said the hip replacement was on the opposite side of their body and the surgery was more in the front. The patient said they have an appointment with their doctor on in a couple of weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.